Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 04 aug 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value (B)(6) 2025 cgm: 91 mg/dl bgm: 212 mg/dl. (B)(6) 2025 12pm cgm: 178 mg/dl bgm 108 mg/dl. (B)(6) 2025 10:11 am cgm: 203 mg/dl bgm 162 mg/dl. (B)(6) 2025 10:57 am cgm: 208 mg/dl bgm 131 mg/dl. (B)(6) 2025 10:19 pm cgm: 166 mg/dl bgm: 105 mg/dl. (B)(6) 2025 9:32 pm cgm: 197 mg/dl bgm: 153 mg/dl. (B)(6) 2025 7:41 pm cgm: 287 mg/dl bgm: 177 mg/dl. (B)(6) 2025 11:36 am cgm: 187 mg/dl bgm: 145 mg/dl. (B)(6) 2025 at 9:10 pm cgm: 261 mg/dl bgm: 58 mg/dl. (B)(6) 2025 at 12:13 pm cgm: 95 mg/dl bgm 145 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. The sensor was returned and tested in-house, and the analysis showed no issues with sensor chemical performance. A review of the raw sensor data revealed depressed signal and reference channels since insertion and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. This may occur in some instances where a failure mode present in the body is not replicated in the lab. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 03 nov 2025. G3.date received by the manufacturer? 03 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.